Event description:
During vertical sleeve gastrectomy and hernia repair, half of the plastic protector of the ligasure tip was off the handpiece. The piece was viewed inside the pt with the laparoscopic camera and was removed. The vendor was called in to ensure that the entire piece was accounted for. Surgeon: (B)(6), md. FDA safety report ID# (B)(4).